Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, since the product was a product prior to countermeasures due to a change in the op-amp circuit design of the patient board (dr board), it is assumed that a 180 scope image error occurred due to a failure of the op-amp. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device was not displayed when the evis 180 series videoscope was connected to the subject device. Olympus (B)(4) changed the electrical circuit board of the subject device to new one, the issue did not occur anymore. There was no report of patient injury associated with the event.